Manufacturer narrative:
(B)(4). Device available for evaluation: yes, returned to manufacturer on 12/27/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed no presence of loose or embedded part/particle/debris on the surface or in the lens. There were no debris as reported and this complaint is not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while removing the lens from the packaging debris on lens was observed. No patient contact reported. No further information was provided.